Event description:
New information received stated that there were no further adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a pocket erosion and presented to the hospital. The patient presented with the implantable cardioverter defibrillator hanging out of the implant pocket. On (B)(6) 2020, the implantable cardioverter defibrillator system was explanted.

Manufacturer narrative:
The device was tested on the bench, and no anomalies were found.